Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker has been depleting faster than expected. The device is using an abnormal amount of energy. An engineering analysis was performed and it was determined that the power has been increasing at a slow and steady. The power appears as if it will continue to increase. The root cause of the product performance issue is unknown but it appears consistent with high power caused by the degradation on an internal pacemaker component. The pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of one or two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker has been depleting faster than expected. The device is using an abnormal amount of energy. An engineering analysis was performed and it was determined that the power has been increasing at a slow and steady. The power appears as if it will continue to increase. The root cause of the product performance issue is unknown but it appears consistent with high power caused by the degradation on an internal pacemaker component. The pacemaker was explanted. No additional adverse patient effects were reported.